Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer¿s mother reported via phone call that customer experienced high blood glucose. The customer¿s blood glucose level was 400 mg/dl. The insulin pump received critical pump error alarm and was exposed to pool water. The insulin pump alarmed broken force sensor was detected during seating or regular delivery and keypad was unresponsive. It was unknown if the customer was using auto mode or not at the time of incident. The customer¿s mother declined troubleshooting for high blood glucose value stated customer already took shot. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump was received with critical pump error (open book image) alarm during testing due to moisture damage on electronic assembly. Unable to verify pump error 35 alarm due to moisture damage on electronic assembly. Unit was received with cracked battery tube threads, cracked case at corner of the belt clip rails and cracked case along the side of the battery tube. The p-cap locks properly into place.